Manufacturer narrative:
The insulin pump had no button response due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.3 mmol/l. Troubleshooting was not performed. The device was returned for analysis.